Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 300-500 mg/dl. Reportedly, the customer was using lispro insulin within their pump supplies. Reportedly, the customer loaded a new cartridge to resolve the issue.